Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta valve was implanted in the patient. A follow-up had been conducted at another hospital in december 2025; however, worsening aortic regurgitation (ar) was noted, and the patient was referred for outpatient evaluation. Although the condition was initially managed with observation. Late april, dyspnea on exertion was later reported by the patient and reoperation was subsequently performed. A diagnosis of severe ar was made an intraoperative inspection of the prosthetic valve revealed that the leaflet corresponding to the left coronary cusp (lcc) and non-coronary cusp (ncc) had been torn. The valve got explanted and a new 23mm epic plus supra valve was implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.